Manufacturer narrative:
Cracked resservoir tub lip, minor scratches on display window and end cap sticker noted during visual inspection. No button response due to moisture damage on keypad traces. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.